Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.

Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 103mg/dl and 229mg/dl. Meter memory results as follows. No adverse event reported.